Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was attempted to be implanted and mapped in multiple locations. Upon moving to another location, the helix of the lp sprung. The lp was implanted however was then explanted due to the patient going into afib. 3 cardioversions were attempted during the case, but patient didn¿t convert. A new lp was implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial leadless pacemaker (alp) was attempted to be implanted and mapped in multiple locations. Upon moving to another location, the helix of the alp sprung. The alp was exchanged for a new device. While attempting to implant the new alp, the patient went into atrial fibrillation. Three cardioversions were attempted during the case, but patient did not successfully convert. The implant attempt was abandoned. The patient was in stable condition.